Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided; brand name unknown/not provided; device product code unknown/not provided; catalog, lot, UDI number unknown/not provided; PMA/510(k) number not available.

Event description:
It was reported that during the surgery doctor was trying to place the implant with the driver and it fell down once it was holded by the driver. Doctor finished the procedure using another implant with the same driver.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one unknown legacy biomet driver was reported but not returned. Visual evaluation of the as returned implant identified that the device had no apparent signs of malfunction. Additionally, there was bone/blood residue around the external and internal threads due to usage. Functional testing was performed using an applicable in-house driver; the devices were able to engage, retain and disengage as normal. Pre-existing conditions, tooth location, x-ray and implantation duration are irrelevant to this investigation. Picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D - sep 2020. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information driver malfunction and the reported event could not be verified since the driver was not returned.

Event description:
No further event information is available at the time of this report.